Event description:
This is a spontaneous case report received from a lawyer / attorney on (B)(6) 2016 in united states on behalf of a plaintiff/plaintiff's family which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in or around late 2013 or early 2014 for permanent birth control. Over the following weeks and months after the implant, the consumer began experiencing severe, abnormal menstruation pain; pain during intercourse; irregular and prolonged menses; numbness in her extremities; back pain; weight gain; swelling and bloating of her abdomen; and anxiety and depression. In the months and years following her implant procedure, she reported these symptoms to several healthcare providers. The consumer was unable to undergo an hsg (hysterosalpingogram) because she was allergic to the dye used during the procedure. On early 2016, the consumer underwent an ultrasound to determine the cause of her symptoms. Upon information and belief, the ultrasound revealed only one essure device, suggesting migration of the second essure device that could not be located. On (B)(6) 2016, the consumer underwent a bilateral salpingectomy to remove her fallopian tubes and the essure devices. She found the bilateral salpingectomy surgery to be very painful, and it took several weeks for her to recover following the surgery. During her recovery she developed infections in her incision that required antibiotic treatment and steroid creams. Since the removal surgery, the consumer still experiences severe menstruation pain, anxiety, and depression. She was forced to miss work due to her symptoms and removal surgery. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted. An ultrasound was performed and the result revealed only one essure device, suggesting migration of the second essure device that could not be located. A bilateral salpingectomy to remove her fallopian tubes and the essure devices was performed. The reported event is considered anticipated in the reference safety information for essure. In this case, the exact date and mechanism of device migration were not known. However, considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("suggesting migration of the second essure device that could not be located, migration of essure device") and device breakage ("device breakage") in a 25-year-old female patient who had essure (batch no. B69461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "unable to undergo an hsg test because she was allergic to the dye used during the procedure" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included pregnancy. Concurrent conditions included body mass index normal, perineal pain and allergic reaction to analgesics. Concomitant products included oxycocet (percocet) from 1-jan-2014 to 3-mar-2017 and vicodin (norco) from 1-jan-2014 to 3-mar-2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2014, the patient experienced the first episode of weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses, abnormal (vaginal, menorrhagia)"), vaginal haemorrhage ("prolonged menses, abnormal (vaginal, menorrhagia)"), swelling face ("other injury(ies) or complication (s) please describe: swelling in feet, hand and face") and peripheral swelling ("other injury(ies) or complication (s) please describe: swelling in feet, hand and face"). On (B)(6) 2016, the patient experienced procedural pain ("found the bilateral salpingectomy surgery to be very painful"), rash ("rashes or skin conditions type: skin rash, skin is dry and burns"), skin burning sensation ("rashes or skin conditions type: skin rash, skin is dry and burns") and dry skin ("rashes or skin conditions type: skin rash, skin is dry and burns"). In (B)(6) 2016, the patient experienced postoperative wound infection ("developed infections in her incision"). On an unknown date, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain"), menstruation irregular ("irregular menses"), hypoaesthesia ("numbness in her extremities, numbness in hand, feet, hips and legs"), back pain ("back pain"), the second episode of weight increased ("weight gain"), abdominal distension ("swelling and bloating of her abdomen"), depression ("depression") and pain in extremity ("leg pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menstruation irregular, menorrhagia, the last episode of weight increased, procedural pain, postoperative wound infection, vaginal haemorrhage, rash, skin burning sensation, dry skin and weight decreased outcome was unknown, the dysmenorrhoea, hypoaesthesia, back pain, depression and pain in extremity had not resolved and the dyspareunia, abdominal distension, anxiety, swelling face and peripheral swelling had resolved. The reporter considered abdominal distension, anxiety, back pain, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, menstruation irregular, pain in extremity, peripheral swelling, postoperative wound infection, procedural pain, rash, skin burning sensation, swelling face, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, treatment medications, new events vaginal haemorrhage , rash, dry skin, weight increased, weight decreased, swelling face, peripheral swelling, pain in extremity and device monitoring procedure not performed added. Symptom pelvic pain added for the event device dislocation. Outcome for the events back pain, hypoaesthesia and pain in extremity added as not recovered / not resolved and for events dyspareunia, swelling face, peripheral swelling, abdominal distension and anxiety added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("suggesting migration of the second essure device that could not be located, migration of essure device") and device breakage ("device breakage") in a 25-year-old female patient who had essure (batch no. B69461-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "unable to undergo an hsg test because she was allergic to the dye used during the procedure" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included multigravida. Concurrent conditions included body mass index normal, perineal pain and allergic reaction to analgesics. Concomitant products included oxycocet (percocet) from (B)(6) 2014 to (B)(6) 2017 and vicodin (norco) from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2014, the patient experienced the first episode of weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses, abnormal (vaginal, menorrhagia)"), vaginal haemorrhage ("prolonged menses, abnormal (vaginal, menorrhagia)"), swelling face ("other injury(ies) or complication (s) please describe: swelling in feet, hand and face") and peripheral swelling ("other injury(ies) or complication (s) please describe: swelling in feet, hand and face"). On (B)(6) 2016, the patient experienced procedural pain ("found the bilateral salpingectomy surgery to be very painful"), rash ("rashes or skin conditions type: skin rash, skin is dry and burns"), skin burning sensation ("rashes or skin conditions type: skin rash, skin is dry and burns") and dry skin ("rashes or skin conditions type: skin rash, skin is dry and burns"). In (B)(6) 2016, the patient experienced postoperative wound infection ("developed infections in her incision"). On an unknown date, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain"), menstruation irregular ("irregular menses"), hypoaesthesia ("numbness in her extremities, numbness in hand, feet, hips and legs"), back pain ("back pain"), the second episode of weight increased ("weight gain"), abdominal distension ("swelling and bloating of her abdomen"), depression ("depression") and pain in extremity ("leg pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menstruation irregular, menorrhagia, the last episode of weight increased, procedural pain, postoperative wound infection, vaginal haemorrhage, rash, skin burning sensation, dry skin and weight decreased outcome was unknown, the dysmenorrhoea, hypoaesthesia, back pain, depression and pain in extremity had not resolved and the dyspareunia, abdominal distension, anxiety, swelling face and peripheral swelling had resolved. The reporter considered abdominal distension, anxiety, back pain, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, menstruation irregular, pain in extremity, peripheral swelling, postoperative wound infection, procedural pain, rash, skin burning sensation, swelling face, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaints. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 17-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted. An ultrasound was performed and the result revealed only one essure device, suggesting migration of the second essure device that could not be located. A bilateral salpingectomy to remove her fallopian tubes and the essure devices was performed. The reported event is considered anticipated in the reference safety information for essure. In this case, the exact date and mechanism of device migration were not known. However, considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.